Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered a blood glucose (bg) value of 300 mg/dl into the "carbohydrates" box of the bolus menu instead of the bg box and proceeded to deliver the bolus. The customer was taken to the emergency room and subsequently hospitalized. Bg level was unknown. Bg was treated with intravenous glucose. Reportedly, the customer was released on (B)(6) 2019 with no permanent damage.